Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device had an error code 210.5020. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they isolated harness door partially connect to display board j2 which caused error code 210.5020. Reconnected harness door to j2 on display. Replaced door assembly (damaged). A review of the device history record for sn (B)(6) was performed from date of manufacture 04/06/2007 to present date 01/13/2021 and note that this device has been returned for service five times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the harness - loose (error code 210.5020). The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
The customer reported the device had an error code 210.5020. No patient involvement.

Event description:
The customer reported the device had an error code 210.5020. No patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.